Event description:
It was reported that patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited p wave amplitude variation and failure to capture. A chest x-ray was performed but the results are unknown. The lead was repositioned on (B)(6) 2022. Patient was in stable condition.